Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8015 error code 600.6825. 1. Power up unit and go to network setting page and leave powered on for 10 mins. Connect to system maintenance and transfer network config. 2. Replace wireless network card. 3. Return to factory for repair. 4. Explain to the biomed that he needed to replace the wireless card. Provided the part number for the wireless card as well. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 21nov2018 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device received an alarm - error code message. The biomed wants to know how to fix this error code, 600.6825 for device software. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device received an alarm - error code message. The biomed wants to know how to fix this error code, 600.6825 for device software. There was no patient involvement.